Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the cardiologist that the patient had a controller fault alarm this evening which lasted approximately 20mintures then resolved. Log files were sent which verified the alarm. As per clinical engineering: "the controller fault generated was sys_uic_aps_fail which is an alarm generated by the controller's automatic power switch circuit. We recommend a controller exchange if the patient can tolerate it." A controller exchange was performed which resolved the issue. The patient tolerated it well with minimal pump off time. The patient was issued a new back-up controller and the ac adapter that came with the controller. Patient stable post event.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed one controller fault alarm logged on (B)(6) 2016 of type uic_aps_fail, indicating a malfunction of the automatic power switch (aps) circuit. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported event may be attributed to a leaky diode on the aps circuit. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.